Event description:
The patient presented with left knee pain and swelling during second week post op left tka. The patient underwent an irrigation and debridement w/ liner exchange.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.